Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and other blood glucose level s were 200 mg/dl, 130 mg/dl. Customer experienced symptoms such as vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin shots for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated insulin did exit at the quick release. Customer did not allege the insulin pump for under delivery. Customer stated insulin pump had insulin flow blocked alarm. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. Customer stated insulin pump was not working very well. The device will not be returned for analysis.